Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that a heparin( 250ml) infusion was programmed at an unspecified rate however 20 mins later the user noticed the bag was emptied. The biomed stated that the ¿settings documented that only 4 ml infused¿. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The customer¿s report of an over infusion of the medication heparin was not confirmed. Analysis results noted the pcu powered on at 05:35 pm on (B)(6) 2018, the day prior to the reported time of the event. Based on the description of the complaint, the reported incident was noted taken place on (B)(6) 2018 between 7:08 pm and 7:24 pm. Prior to this time, the pump module was setup to infuse heparin (drug ID 273) using guardrails drugs. The rate of infusion was set at 14.5ml/h with a dose of 1450unit/h. At 7:08 pm, the vtbi was updated to 150mls and the infusion was started. The pump infused until 7:24 pm when an air in line alarm was exhibited and the device was paused. A series of delays were programmed from 7:31 pm on 21 aug 2018 until 6:01 am on (B)(6) 2018; however no additional infusion were started. At 9:52 pm, the pump module was channeled off and the system powered off seconds later. The total pvi was recorded at 372.558ml test results: rate accuracy test results demonstrated returned unit passing. Measurement analysis results showed the incident set¿s metrology of the silicon segment of the set within specification. The root cause was not identified.

Event description:
It was reported that a heparin( 250ml) infusion was programmed at an unspecified rate however 20 mins later the user noticed the bag was emptied. The biomed stated that the ¿settings documented that only 4 ml infused¿. Although requested, no further details were provided by the customer for this event.